Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, no additional intervention was performed and patient continues to heal as expected.

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A manager reported that the size of the remaining cylinder increased following lasik treatment. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
At the visit on site the field service engineer (fse) checked the device and found it meets the requirements. The fse reviewed the log file and did not find error message. The system history shows the device successfully passed all checks on prior to the provided date range. Log file review does not show any abnormality. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).